Manufacturer narrative:
There is more information on the device evaluation. Correction for recall number. Additional information has been received for this event. This supplemental report is being submitted to provide this information. The device was returned for annual inspection without any reported malfunction. The device was kept under unused condition for a long time and possibly returned without proper reprocessing. Customer is trained on reprocessing as per instruction for use (IFU) by olympus field service and is correctly performing the reprocessing steps including brushing. However, sometimes pre-cleaning gets delayed. Customer does not have an automatic endoscopy reprocessor. Brushes used are maj-1888, mh-507, bw-20t. Detergent used is cidezyme ; disinfectant used is cidex. There is no proper storage arrangement. There is no proper storage arrangement, only a carrying case is used. Device is manually air dried. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Nonconformities of the device were confirmed by device evaluation. However, the that the nonconformity lead to the suggested event cannot be confirmed. Foreign material and dirt found in the device could not be identified. It is likely that the presence of foreign material in the device is due to deviation from the IFU steps in reprocessing, since customer does delay in pre-cleaning at times and device is stores in a carrying case. The dirt in the light guide (lg) lens cannot be removed by reprocessing, since it is inside the device and not on the outside. It is likely the lg lens glue was peeled off due to physical stress by hitting/dropping at distal end of the device, etc. And/or chemical stress by chemical solutions, etc. Then, humidity invaded lg lens which led to corrosion. However, this cannot be determined conclusively. The instructions for use includes the following statements: - IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. 5.2 pre-cleaning the endoscope and accessories if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Pre-clean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.

Event description:
Device was returned by the customer for annual inspection. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material. The inside of the light guide lens was also dirty. There was also clogging of the nozzle; the cause of the clogging was not visible, nor was any material removable. The presence of foreign material could not be confirmed. This medwatch is being submitted for the reportable issues of forceps elevator having foreign material and the inside of the light guide lens being dirty, as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator has foreign material. The inside of the light guide lens was also dirty. There was also clogging of the nozzle; the cause of the clogging was not visible, nor was any material removable. The presence of foreign material could not be confirmed. Other observations for the device are: adhesive on distal end rubber coating (a-rubber) is detached; a-rubber is dirty; connecting tube and distal end cover (c-cover) have a scratch; and due to wear of angle wire, bending angle in right direction does not meet the standard value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.